Manufacturer narrative:
Concomitant medical product(s): product ID: 8578, lot# hg2my4u07, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 79.87 mcg/day) via an implantable infusion pump. It was reported that during an exploratory surgery the connector appeared to be disconnected and it was replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The patient was alive with no injury and the issue was reported to be resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies. The catheter was connected to a pump and ro bust connection was observed. Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies, the catheter was patent, and passed pressure leak testing. The catheter was returned in segments. Eval code, method code, eval code-results, eval code-conclusion no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8578 lot# hg2my4u07 serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type catheter product ID 8709 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: 2018-(B)(6) product type catheter an additional device part was returned. H3 - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed h6 - eval code-method 4114 no longer applies. Eval code-results 3221 no longer applies. Eval code-conclusion 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the initial reporter of the event was the healthcare provider (hcp). The device was sent to pathology and then returned. There were no further complications reported at this time.